Manufacturer narrative:
(B)(4). The field service technician (fst) was sent for further investigation. According to service report# (B)(4), the fst found that the unit does not charge the battery and the unit powers up with no digital displays and alarms occurred (handled in tw# (B)(4). The fst replaced the power supply board for rfc (material# (B)(4), serial# n/I) and this corrected the charging issue. During the test the unit alarms and no digital displays were available. After replacing the control board, the error message "head error" (handled in sap# (B)(4)) occurred. During troubleshooting the fst installed control board in second slot and error occurred again. The unit was sent to the depot in (B)(6), USA for service repair. According to the service report# (B)(4) from depot repair department, the technician found control pcb was plugged into the wrong slot causing the power-up issue. The technicians installed the control pcb properly and inspected the pcb´s, cables as well as connectors and no issues were found. The unit operated for 24 hours without issue. The technician performed the preventive maintenance, functional test and safety check as per the service manual and all tests passed. Unable to determine cause of initial alarm and head error. Possible the re-seating of boards corrected the issue. The field service technician confirmed that the replaced power supply board is functional. The board was retested in another unit and is working. Therefore no further investigation is possible. Thus the failure could be confirmed. However, root cause is unknown. Possibly the boards were not plugged in correctly.

Event description:
It was stated that the error message "head" was displayed during service works. No patient involvement. Therefore no patient injury. (B)(4).